Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon could not be duplicated. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, omsc considered that the reported phenomenon was attributed to the followings: due to the failure of the video processing board. Due to the failure of the lcd panel.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found that the endoscopic image was not displayed. At that time, it smelled a bit scorched. The patient had been planned to be examined, firstly the gastroscopy then the colonoscopy on same day. After the gastroscopy, the issue occurred when the colonoscope was connected. The colonoscopy was completed with another monitor. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.